Event description:
Procedure: lap gastric bypass. According to the reporter: post op next day, in 2008, the pt had a routine x-ray done for a swallow test. During the x-ray, it was noticed that the "metal I beam" button on the load had broke off during the procedure and fell into the pt's cavity. This had not been noticed until the next day through x-ray. The surgeon decided not to re-operate or to remove the piece at this time. There was no pt injury at the time of the surgery.

Manufacturer narrative:
Date initial report sent: 02/14/2008.